Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that a t.w. Power supply s/n h05120063g used for an endoscopic vein harvesting procedure did not power disposables. Not sure of how it was being used when failure was noticed. They swapped in another vh-3010 and it worked ok. No patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site. H3 other text : device not returned.

Event description:
N/a.